Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that the pph01 instrument cut, but did not staple. Medication was required. 06/24/1999 after firing (closing) the stapler safety was released and a crunch was heard. When the stapler was removed the whole rectal mucosal tube was everted and pulled out with the stapler. This had to be manually divided with a knife and reanastomosis completed by hand. The pt received antibiotics.